Manufacturer narrative:
We checked the returned unit and confirmed that the lcb distal cover glass missing. Based on the result, we concluded that it was caused due to the physical damage applied on the lcb distal cover glass. In addition, we confirmed that the segment broken, the control body corroded, the electrical connector corroded, the objective gluing missing, the bending rubber leaky, the remote control buttons cut, the air/water nozzle loosened, the u/d pulley wire rupture, and the r/l pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glass dropped into human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.